Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery(rca). A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were deformed. The procedure was then completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 2.5x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent has been moved in a distal direction from the distal end of the proximal marker band by 28mm extending 9mm past the distal end of the tip. The type of damage noted and movement of the crimped stent is consistent with difficulty during withdrawal of the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issued noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery(rca). A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were deformed. The procedure was then completed with another of the same device. No patient complications nor injuries were reported.